Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, received a report from the purchasing center of the headquarters of the foreign user facility that the doctor in the infusion room of the emergency department of the hospital opened a 20ml syringe product and found that there was black foreign matter in the barrel and it could not be used normally.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photo and sample for catalog: 301948, lot: 1903202 to investigate for this record. The foreign matter was identified as an embedded contamination in the barrel. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, received a report from the purchasing center of the headquarters of the foreign user facility that the doctor in the infusion room of the emergency department of the hospital opened a 20ml syringe product and found that there was black foreign matter in the barrel and it could not be used normally.